Manufacturer narrative:
Event date: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had a difficulty charging the ipg. It had to be charged more frequently and in a longer period of time. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The ipg appeared to be working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.